Manufacturer narrative:
At this time, the product remains capped. If the lead is explanted and returned, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead had an alert for high out of range shock impedances greater than 125 ohms. Boston scientific technical services (ts) discussed that due to the value in this range for a while it appeared to be due to build-up on the lead. The lead was surgically capped and replaced. No adverse patient effects were reported.